Manufacturer narrative:
A partial lead measuring 37.6cm from the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right atrial lead was explanted and replaced due to high lead impedance and suspected lead fracture. The fracture was not confirmed under fluoroscopy. The patient was stable before, during and after the procedure.